Manufacturer narrative:
Concomitant product(s): dtma1d4 device, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change, the right atrial (ra) lead and left ventricular (lv) lead were reversed in the header. The physician requested the leads be reprogrammed to avoid a revision and claimed "the ports on the cardiac resynchronization therapy defibrillator (crt-d) headers are reversed in order to cause improper connection." The leads were revised and remain in use. No patient complications have been reported as a result of this event.